Event description:
It was reported to philips that the defibrillator needed to be repaired. No specific issue was provided. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the paddle trays needed to be replaced. Upon conclusion of the evaluation, it was determined that the paddle trays require replacement. They were replaced. The device passed testing and was put back into service.